Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 600 mg/dl at the time of incident. The customer's blood glucose was 237 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that they were vomiting. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not found air bubbles, leaks, insulin issues and setting issues. The customer's spouse stated that the site was scarring. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.